Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that when the scope was plugged in the image was black. The case was completed with another scope. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was unable to be confirmed during evaluation. There was no evidence of any failure with the image. No evidence of a component defect or manufacturing-related issue was identified; thus, root cause cannot be determined. This event is filed under internal complaint ID (B)(4).